Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and giving disk errors. The fse confirmed that the issue was in flexvision pc and hard disk. To resolve the issue, fse had ordered and replaced the flexvision pc and hard disk. After the replacement of the flexvision pc and hard disk, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up and gave disk errors. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and the hard disk drive (hdd) which returned the device to expected functionality.